Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after creation of the flap, there were sections that the laser did not cut. Per the surgeon, this made it difficult to lift the flap, so he applied force when he lifted it. Subsequently the surgeon noted ruptures on the corneal tissue, which he described as "islands" of stroma. The lasik procedure was completed. The patient was treated with increased topical steroid drops. The event resolved with the treatment. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.